Manufacturer narrative:
Sample will not be returned for eval.

Event description:
Event was reported by field service report which states the following: loss of triggers momentarily. Action taken: performed full functional checklist, checked signals from pt. Also checked simulator with "hosp" ECG cables and phone slave cables as well. The intra-aortic balloon pump functioned properly. Could not duplicate problem.